Manufacturer narrative:
No bends or kinks were observed on the soft cannula. Fluid was successfully able to pass through the entire fluid path and out the distal tip of the soft cannula. The formed needle and bottom housing were inspected for damages or defects that could cause an infection at the infusion site, but none were found. The exact cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that a patient's blood glucose levels (bg) reached 308 mg/dl while wearing the pod longer than 48 hours. The patient reported cannula being bent while wearing it on the hips/buttocks. For treatment, the patient changed out the pod and gave correction bolus.